Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc had a memory failure, which would prevent he whole system from booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cerebral vascular intervention surgery. The procedure was aborted and no harm or injury had occurred. The philips field service engineer (fse) inspected the system and confirmed that the host pc had a memory failure. Upon troubleshooting actions, fse identified a problem with host pc and ippc disk bay, which caused exposure failure. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced both disk bays. After replacement, the system was returned to use in good working order.